Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated: b4; b5; d2; g1; g3; g6; h1; h2; h10. Upon reassessment of the reported event, it was determined to be not reportable as this device did not contribute to the reported event. The initial report was submitted in error and should be voided. If any further information is found that would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.

Event description:
It was reported that the patient was revised four months post initial implantation due to scapular fracture. No additional patient consequences were reported.

Manufacturer narrative:
(B)(4). D10: cat: 110032410, lot: 66774394, comp aug mini bsplt w tpr sm; cat: 115397, lot: 66601900, comp rvs cntrl 6.5x35mm st/rst; cat: 180559, lot: 66392803, comp nlk scr 3.5hex 4.75x25 st; cat: 180551, lot: 66771249, comp lk scr 3.5hex 4.75x20 st (x2); cat: 180550, lot: 66794896, comp lk scr 3.5hex 4.75x15 st. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.